Manufacturer narrative:
The product has been returned and an investigation has determined no errors were observed and all readings were within range spec for the device. The results reported by the customer were found int he meter's log. However, due to the clinical significance of the readings the customer rec'd and the subsequent medical event that occurred a report will be filed.

Event description:
A customer reported imprecise meter readings on her precision qid blood glucose meter of 19mg/dl (for reading results under 20mg/dl the results are reported to the customer as "lo"), 60mg/dl, and 239mg/dl within 10 minutes. All testes were preformed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported experiencing dry mouth, shaking, and heavy breathing and then having a seizure. She was transported via ambulance to a local hospital and treated with IV dextrose and diagnosed with hypoglycemia. The device has been returned and an investigation has determined that no errors were observed and all readings were within range specification for the device. The results were found in the meter's log.